Event description:
It was reported that there was an appropriate shock. The rep checked the patient at the hospital, and observed non-sustained episode with noise on the stj rv lead due to a suspected fracture that was not being oversensed. It was noted that the device last delivered shock (B)(6) 2015. Plan was to further evaluate the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).